Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was depleted. The patient had problem with recharging and she hadn't had a change to call technical services. The patient usually worked through the clinic to work on recharging issues. There was a symbol that came up on the recharger a few weeks prior to the report, but she couldn't remember the symbol. The patient was having an MRI performed for the head that was unrelated to the device or therapy. Additional information was received from the patient via a manufacturer representative (rep). It was reported that the patient had not charged her ins in several years leading to overdischarge. The patient was scheduled to be seen on (B)(6) 2017 to help jump start the ins. It was noted that the patient had lost a significant amount of weight causing the leads to feel closer to the skin. The patient had an appointment with her managing physician. It was unknown if further action was planned. No surgical intervention occurred and it was unknown if surgical intervention was planned. The patient was alive with no injury. The issue occurred during normal use. Information was received from a consumer regarding a patient who was implanted with a neurostimulator for other chronic/intract pain (trunk/limbs) and spinal pain. It was reported that the patient had been directed to call the manufacturer to get the ¿cpt codes¿ for replacing the implantable neurostimulator recharger (insr) and patient programmer. The patient had been working with a manufacturer representative last week wednesday to get their system running again. The jumpstart process was reviewed with the manufacturer representative during the appointment. It had been a year since the patient had last felt stimulation or recharged their implant. The patient had tried recharging that night and then the following morning they were unable to connect. The patient stated that they had done 2 more cycles of countdown that weekend without success. Additional information received from the manufacturer representative reported that a physician mode recharge was done and after that a power on reset occurred and the patient was able to charge with full coupling. Interrogation of the implant was attempted, but the implant depleted too quickly to interrogate. The implant charged and discharged quickly. The patient was going to see how her back felt after physical therapy before deciding to move forward with implant replacement surgery. The patient reported getting relief form her previous settings prior to the overdischarge. The pain had lessened at some point at which she stopped charging the implant and the pain returned recently which lead to interest in trying to jump start the implant.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.